Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump was exposed to moisture. Customer reported that they did not hear fluid when shaking the insulin pump. Customer stated that there are cracked in insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.